Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on an atellica im 1300 analyzer. Qc was in range at the time the sample was run and the patient sample results were reproducible. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer and was greater than the 99th percentile for serum samples for females. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and resulted below the 99th percentile for serum samples for females. The sample was repeated on an alternate non-siemens instrument and resulted lower. A final report was issued to the physician including all the atellica im and the alternate method results with a note that there may be an interferent. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient results.

Manufacturer narrative:
The initial MDR 1219913-2022-00244 was filed on august 17, 2022. Additional information - august 22, 2022: the customer confirmed that the result of sample (B)(6) (collected 0604 (B)(6) 2022) tnih: 32 ng/l was also generated on the atellica im 1300 analyzer. Siemens reviewed the available information. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im tnih initial result of 41 ng/l, repeated in duplicate (35.9 and 34.3). A sample from the same patient collected previously on the same day resulted 32 ng/l. This is indicative of a sample/patient specific incident. None of the atellica im tnih results were > IFU 99th% combined reference cutoff of 45 pg/ml (ng/l) for males and females therefore while numerically higher, they are not discordant vs the alternate method. The result of 41 ng/l is higher than the 99th% of 38.6 ng/l for female samples. Insufficient sample remains for further testing by the customer or by siemens. The atellica imtnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate method will have similar results. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.